Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 26mm sapien 3 ultra valve (s3u), implanted in the aortic position, underwent an explant procedure after an implant duration of 1 month and 21 days due to stenosis, moderate annular rupture, and ventricular septal defect (vsd). Per the medical records, after a sapien transcatheter aortic valve replacement, she slowly recovered on ECMO. The patient suffered cerebrovascular accidents (strokes) during the initial tavr, necessitating inpatient rehabilitation post-discharge. Due to anticoagulation needs and moderate stenosis across the s3u valve, she opted for high-risk intervention. The patient underwent tavr explant, aortic valve replacement with aortic root replacement, vsd repair, and saphenous vein harvest due to aortic annulus rupture with dehiscence of the aorta from the annulus and a large vsd from the s3u valve. The patient underwent full aortic root replacement (23mm edwards konect). The patient was transferred to step down by day 6 and was discharged home without significant complications.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve stenosis, annular rupture, ventricular perforation, and aortic dissection were confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient with a 9750tfx 26mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 month and 21 days due to stenosis, moderate annular rupture, and vsd.'' Per the instructions for use (IFU), cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Per medical record, an evolute bioprosthetic valve was initially failed to implant prior to the implantation of edwards sapien 3 ultra valve (s3u thv) due to the coronary arteries obstruction, which was resulting in complications with CPR, emco, removed the evolute valve from native annulus and deployed at the aortic arch. It was unclear that how the evolute valve (self-expanding valve) was moved from native annulus to aortic arch; however, it sounds through the percutaneous intervention. In this case, it was possible that the annulus/aortic rupture occurred during the removal of evolute self-expanding valve with excessive manipulation, because the self-expanding valve (evolute) is normally difficult to be removed once it is deployed due to the nature of design. So, the further deployment of edwards sapien 3 ultra valve (s3u) could potentially intensify the pre-existing annulus rupture over the time. As such, available information suggests that procedural factors (removal non-ew device (evolute)) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Per the instructions for use (IFU), cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. As reported, there was an ''...aortic annulus rupture with dehiscence of the aorta from the annulus and a large vsd from the s3 valve''. Due to limited information was provided and unavailable of relevant imagery, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information provided and unavailability of additional medical records and imagery, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse () event (stroke). Investigation results suggest patient and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.